Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product. A 28 x 3.00 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end lifted and stretched distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone appeared slightly relaxed. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 28 x 3.00mm promus premier select drug-eluting stent was advanced for dilatation. However, the stent could not be delivered through the guide catheter. When the device was removed, it was noted that the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 28 x 3.00mm promus premier select drug-eluting stent was advanced for dilatation. However, the stent could not be delivered through the guide catheter. When the device was removed, it was noted that the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported.